Event description:
It was reported that the ¿doc said only had a couple people with granulomas in his 28 years.¿ no patient, device, medication or time line information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).